Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to a flattened dome switch on the escape button. The motor error alarm could not be tested due to unresponsive button. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. The motor was tested outside of the device and passed.

Event description:
It was reported that the customer received a button error. The customer's blood glucose was 275 mg/dl. The customer also reported a motor error while trying to deliver a bolus. She had already received a new insulin pump but was not yet using it. Nothing further was reported.